Manufacturer narrative:
Rfr code st17 and rfr code st01 are not reportable events. Fdp c106101 (no injury to the patient occurred). This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of sfr-4-20, lotno:b502637 visual inspection/damage location details: the finger marker struts were found aligned within the introducer sheath. No damages were found within the introducer sheath. No bends or kinks were found with the solitaire fr pusher. The solitaire fr pusher marker coil was found to be kinked at ~ 183.6cm from the proximal end. No damages were found with the marker band. The stent was found to be still attached to the pusher. The stent¿s non-working, middle and working length struts were found to be in good condition. No other anomalies were observed. Testing analysis: the solitaire fr stent device could not be used for resistance testing with an in-house catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿kink/damaged¿ and ¿resistance during de livery/retrieval¿ were confirmed. The solitaire fr pusher marker coil was returned damaged (kinked). The pusher can become damaged if advanced against resistance. Possible causes of ¿kink/damaged¿ and ¿resistance during delivery/retrieval¿ are burrs, bumps, kinks, or other damage on stent or pusher, damaged catheter, and incompatible catheter. The model and lot numbers for the microcatheter used for the event was not returned. Therefore, the condition of the microcatheter could not be assessed. ¿incompatible catheter¿ and ¿damaged catheter¿ could not be ruled out as potential causes. The root cause for the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a solitaire fr stent had resistance and was kinked during the procedure. The stent body was kinked. When pushed to go upper, the stent had greater resistance. Kink was observed after pushing. The guidewire was damaged during the procedure. The devices were prepared according to the instructions for use (IFU). Vessel tortuosity was moderate. No patient symptoms or complications were reported.